Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/03/2017. (B)(4). It was reported that the patient underwent gynecological procedure on (B)(6) 2012 and tvt-abbrevo was implanted. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to vaginal eversion of the sling and vaginal cystocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.